Event description:
It was reported a patient experienced peritonitis manifested by severe abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. Treatment included vancomycin 2g intraperitoneally (ip) every 5 days, ceftazidime 1g ip 1x/day and fluconazole 50 mg 1x/day. The cause of the peritonitis was the patient did not use a mask. The patient was retrained on aseptic technique (environment, mask use, hand washing/disinfection). At the time of this report, the patient was recovering. No additional information is available. (Event details: on an unreported date, the patient did not use the mask. On (B)(6) 2013, the patient experienced peritonitis bacterial, not requiring hospitalization, manifested by severe abdominal pain and cloudy effluent. On the same day, prior to antibiotic therapy, a peritoneal effluent analysis and culture were performed. The analysis revealed countless leukocytes / mm3, a gram staining apparently non-microbial and the culture results were still pending. On (B)(6) 2013, the patient was treated with vancomycin 2g ip every 5 days, ceftazidime 1g ip 1x/day and fluconazole 50 mg 1x/day. On a domiciliary visit to the patient's home performed on (B)(6) 2013, the reporter provided the patient with aseptic technique retraining (environment, mask use, hand washing/disinfection). The root cause of the peritonitis was the patient did not use the mask. Outcome: peritonitis bacterial : recovering/resolving, patient did not use the mask : unknown medical history: end stage renal disease,cerebrovascular accident. Concomitant therapy: furosemide (furosemide), erythropoietin beta (epoetin beta), calcitriol(calcitriol), iron (iron), lactulose (lactulose), atorvastatin (atorvastatin), nifedipine (nifedipine), valsartan (valsartan), carvedilol(carvedilol), calcium acetate (calcium acetate), allopurinol (allopurinol), acetylsalicylic acid (acetylsalicylic acid). Causality assessment: peritonitis bacterial: unrelated patient did not use the mask : not reported.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Treatment with vancomycin and fluconazole was ended thirteen days after initiation. The patient recovered from peritonitis approximately six weeks after onset. Should additional relevant information become available, a supplemental report will be submitted.